Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - redeployment of needles; failure to follow steps the customer reported the device was discarded. A probable root cause for the inability to deploy the fourth needle could not be determined. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, only 3 of 4 needles deployed. Using hemostats, the rod was pushed back into the device and the fourth needle was successfully deployed. All four sutures were retrieved and hemostasis was achieved using the sutures. The physician commented that to reload the guide wire back into this device can be difficult. There was no adverse patient sequela. Though requested, no additional information was provided.